Event description:
During an arthroscopic shoulder stabilization procedure, the physician attempted to place an anchor in the patient's bone by utilizing a speedlock knotless implant. Once the anchor was adequately inserted into the bone hole, the physician attempted to deploy the locking pin. Upon pulling the handle out of the patient's surgical space, the physician noted the anchor failed to deploy and was still attached to the handle. The physician revered to a different surgical technique to complete the procedure, abandoning the bone hole. No patient complications were reported as a result of this event.